Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a high number of sensing integrity counter (sics) were exhibited with the right ventricular (rv) lead. In addition, there were non-sustained ventricular tachycardia (vt) episodes showing "mirror image" noise on the atrial and ventricle electrograms. The rv and right atrial (ra) leads were suspected for possible lead-on-lead abrasions. The leads remain in use. No patient complications have been reported as a result of this event.